Manufacturer narrative:
Product evaluation: bur 31202090e visao 2mm: 1 opened sample, part number 31202090e, from lot number 0213057276 was received for analysis. Visually, the round diamond tip with a portion of the shaft broke off which would have resulted in the reported event. The portion that broke off measured 0.114¿ in overall length. The configuration of the fractured surface (shaft) is consistent with a sheer or bending stress. The customer indicated the break occurred during use with no allegation of a defect prior to use. The IFU warns that excessive pressure applied to bur may cause bur fracture, and bending or prying may break the blade or bur. There were wear marks on the shaft surrounding the break and corresponding wear to the inside diameter of the outer tube which is consistent with aggressive use. The information most likely indicates the bur was subjected to aggressive use which resulted in excess wear and shaft breakage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note: there will be 2 reports filed with the same patient identifier, (B)(6); one for each of the two burs that broke during the same procedure. Product evaluation: analysis results are not available; device not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that during the procedure, the tip of each of the two burs "broke off though it was not pressed hard". The fragments were retrieved with "tweezers" and it was" confirmed that there was no remaining tip/fragment by viewing microscope". There was no patient impact.